Event description:
It was reported that the c-arm on the 9800 system was hard to move, and made a load squeaking noise. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The friction clutch and the flip flop brake were rep the system was tested, and found to be working as intended, and put back into service.